Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received additional information that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains in service pending a revision procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. Interrogation revealed the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services recommended submitting device data for engineering review. Data analysis showed the battery appeared to be depleting more quickly than expected, and device replacement was recommended. No adverse patient effects were reported.